Manufacturer narrative:
A ge service representative performed an on site investigation. The image quality issue was verified. Realignment of b/c (beam/collimator) completed. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the image quality of the 9900 system was poor during vasc. Cases. There was no report of patient injury.